Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks and dents on the bottom part of the insulin pump near the drive support cap. Customer's blood glucose was 13.5 mmol/l at the time of the incident. Customer was advised to disconnect from the pump. Customer stated that the pump is still working but the cracks make it more susceptible to moisture and can cause more damage on the pump. Customer stated that there are dent marks on the side of the sticker. Customer stated the damage is located in the actual up and down arrows and the bottom part of the reservoir. Customer stated that the damage occurred from wear and tear. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan